Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, ablation of chondroblastoma, the antenna broke off in patient after two repositioning within the lesion. There was no resistance experience within the lesion. Imaging was done to locate the tip of the antenna and it was found in the lesion.